Manufacturer narrative:
(B)(4). The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the ck1, ck2, ck3, ck4, nl1, and c6 with 8 syringes of juvéderm¿ voluma¿ with lidocaine, in the nl1, nl2, and nl3 with 1 syringe of juvéderm® volift¿ with lidocaine, and in the cheeks and around lateral eyes with 3 syringes of juvéderm® volite¿. The next day, the patient experienced "swelling, redness, tender lumps, overall pain, more than usual¿ at the injection sites and full face. That day, the patient was treated with prednisone 50 mg od x 3 days, then 25 mg every other day until resolved. The event resolved a week later. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00314 (allergan complaint (B)(4)). This MDR is being submitted for the first suspect product, juvéderm¿ voluma¿ with lidocaine.